Event description:
The customer reported that the system intermittently shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.